Event description:
It was reported that the patient experienced lack of left sided coverage due to paddle lead that migrated into the right gutter. It was also noted that the patient had scar tissue that was covering the paddle which made it difficult to moved. The patient underwent a lead replacement procedure and was doing well postoperatively. The patient was doing well postoperatively and the explanted lead will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in the middle of december.